Manufacturer narrative:
(B)(4). Batch # n57d73. Additional information received: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown. Please explain. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damaged and partially fired 1/10 and with the reload lockout damaged. No functional test could be performed due to the condition of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, couldn't fire. Patient consequences were not reported.